Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 (mg/dl). Reportedly, contact believes that the customer's low bg level was due to being active and playing sports. Customer consumed sugar and carbohydrates to treat their bg level. Troubleshooting with tandem technical support indicated pump was performing as intended.